Manufacturer narrative:
The reported events were high pacing impedance and ¿insulation breachment and wire exposure. As received, a complete lead was returned in two pieces. The reported event of ¿insulation breachment and wire exposure¿ was confirmed. Visual examination found an external insulation abrasion breaching the right ventricular cable lumen proximal to the suture tie impression. The insulation coating and inner coil lumen were found abraded with no damage noted to the insulation liner. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The test for lead impedance could not be performed due to the as received condition of the lead consistent with procedural damage. The cause of ¿insulation breachment and wire exposure¿ is consistent with friction to device can.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that right ventricular (rv) lead exhibited high pacing impedance. Insulation damage and externalized conductors were also noted under fluoroscopy. The lead was explanted and replaced. There were no patient consequences.